Event description:
Rptr. Had heart surgery in march 1996. Six months later she developed chest pain and fibrillated. Life pak 6 defibrilator was used 8 to 10 times without effect (only put out 70 joules). CPR was initiated and rptr was intubated. In nov 1996, rptr needed sternal rewiring surgery d/t compressions from CPR. She believes that defibrillator was an old model with few safety checks to insure reliability and effectiveness. Was serviced, but still being used at facility.